Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the devices were sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "please check the device. The pressure indicator appears to be defective, but cannot be checked in-house. The co2 gas bottle is running empty without any change in the pressure display", could not be confirmed. The most probable root cause is customer ignorance regarding the warning messages of empty gas bottle error codes 362, 363 and 373 are documented in the log files. The IFU uuip500_en_v2.1_IFU_ce-MDR is stating this "failure of products" clearly in section 3.9 page 12: "the product may fail during use. Have a replacement product ready for each application or plan for an alternative surgical technique." Error code 373 co2 empty is described in the corresponding IFU on page 44 as follows: "alarm signals are not latching, i.e., the alarm signal is only issued for the duration that the signalcondition is present. The alarms are displayed for a minimum of 5 s, and at least one tone sequence isoutput. The alarm thresholds and alarm delays are programmed as fixed settings. After a productionstop or a power failure, the last set volume is adopted." Further on page 51: chapter 6.10.1.2 gas empty alarm: "caution gas empty alarm! Risk of injury! Restore the gas supply. Restart the insufflation. The gas empty alarm "373: co2 empty" indicates that the gas supply has failed during the applicationand insufflation has been deactivated." In addition, on page 52 chapter 6.10.4 checking the gas empty alarm the gas empty alarm can be checked as follows: 1.. Before switching on the product, briefly turn on the gas supply and close it again. 2. Switch on the product. 3. After a successful self-test, start the insufflation with a flow limit of >1 l/min.3 when the inlet pressure has been reduced, the gas empty alarm sounds. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: description for ui500 (B)(6): the pressure indicator appears to be defective but cannot be checked in-house. The co2 bottle was suddenly empty without sufficient prior alarm. As a result, the minimally invasive procedure could not be continued. A larger abdominal incision was necessary (patient injury). Description for ui500 sn: (B)(6): the pressure gauge appears to be defective but cannot be checked in-house. The co2 bottle is empty, but the pressure gauge does not change. No negative impact in state of health reported. Due to the fact that the minimally invasive procedure could not be continued and a larger abdominal incision was necessary, the patient was injured. Thus, the case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).